Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level was 535 mg/dl. Customer stated that he could get her blood glucose below 400mg/dl and then blood glucose level was 535 mg/dl customer also stated that she had problem with her insulin pump. Customer declined for troubleshooting. The product was returned for analysis.